Manufacturer narrative:
Investigation: samples received: there are no samples available for analysis. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market 8,856 units of this code-batch. There are no units in b. Braun surgical's warehouse stock. We have not received any sample from the customer for analysis. Investigation report: 1) production record sheet check: components record sheet: no abnormalities were found in the record sheet. 2) visual inspection of the unused sample stapler retained in stock: - no problems were found with the sample stapler by the visual inspection. - all the components were assembled correctly. - all the staples are loaded in line in a cartridge correctly. 3) disassembled components check: - no problem was found with the measured values of each component. - no problem was found with the shape of each component. 4) reproducibility test with/without rubber: - all the staples were released without any problems. Staple function worked properly. - reproducibility was not observed. As the result of the investigation, no problem was found with the production record and measured values of each component of the sample stapler which is the same batch number as the complaint stapler. All the staples were released without any problems and reproducibility was not observed. We are not able to continue further investigation without the used sample. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Exempt. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that the clip would not close correctly. The reporter indicated that sometimes the clip does not close correct. Patient data and additional information are not available. There are no samples available for analysis.